Event description:
It was reported by service report that all four siderails arm covers were broken. The head right siderail outer panel was cracked and exhibiting sharp edges. The power cord plugs were missing on main and auxiliary power cords with exposed wires. The footboard main plastic module and the lid cover were both cracked. Pivot bushing was broken. The foot left ground wire was broken. It is unknown if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: main and auxiliary power cord plugs. Footboard main plastic module. Broken pivot bushing.